Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the navigation system. The field generator was replaced. The system then performed as intended. The generator was returned for analysis and it was found that the coil base had an impact damage, but the system remained in green status during all testing without failure. Physical damage was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a functional endoscopic sinus surgery (fess). It was reported that when setting up for a case, the emitter was not recognized. The site tried a new patient tracker, however that was not the source of the issue. A restart fixed the issue. Upon inspection by the rep, the back of the emitter was slightly broken. The issue extended the surgical time by less than 1 hour. There was no impact to the patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that reported problem was confirmed. Found the field generators coil base has an impact damage, but the system remained in green status during all testing without failure. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.